Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned sealed in its original packaging; one electronic photo was also provided for review. A visual inspection found foreign material sealed within the device. Therefore, the investigation was confirmed for the reported foreign material. The reported issue was determined to be manufacturing related, as the foreign material was contained within sealed device packaging. A supplier corrective action was issued to the manufacturer of the device to determine the definitive root cause and identify appropriate preventative actions. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package.

Event description:
It was reported that prior to the procedure, foreign material was allegedly found on the top slide of the biopsy instrument prior to opening the packaging. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device and one photo has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the procedure, foreign material was allegedly found on the top slide of the biopsy instrument prior to opening the packaging. There was no patient contact.